Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported interrogation issue; the rf (radio frequency) head interrogation was intermittent and the rf head failed uplink functional test due to the rf head cable. Analysis could not confirm the reported led (light emitting diode) issue; the leds worked. Analysis found the upper case lens was broken. (B)(4).

Event description:
It was reported the programming head would not light up with green lights and would not interrogate any devices. The programming head was returned for repair. No patient complications have been reported as a result of this event.